Manufacturer narrative:
The field service engineer replaced the measuring cells and performed a high voltage adjustment, blank cell calibration, and assay calibrations.the investigation determined the lifetime of measuring cells had been exceeded and the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 49438800 with an expiration date of 30-sep-2021.

Manufacturer narrative:
Quality control was acceptable. The analyzer alarm trace contained several reagent sample short alarms on several assays.

Event description:
There was an allegation of questionable elecsys ft4 assay results for 26 patient samples from the cobas 8000 - cobas e 602 module. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.